Event description:
Md removed patient's dressing the silicone flat drain had come out - tip not intact - retained. Patient returned to or for removal of retained hubless silicone flat drain from the subfascial lumbar wound.